Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.

Manufacturer narrative:
The inner lumen was found to be clotted, and they were unable to aspirate blood. Esp personnel were advised to cap the inner lumen and label it ¿do not use¿ due to thrombus risk.